Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Adverse event problem was based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from s atlantis abutment ti catalog # 35502 to astratech impl ev 4.2s 9mm os catalog # 26322. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627. Medical device problem code - 2976 and 2547. Component code - 887. Investigation findings code - 3211 and 3253. The correct codes for this complaint are: health effect - impact code - 4621. Medical device problem code - 2408. Investigation findings code - 213.